Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user with a dexcom g7 experienced persistent cgm pairing failures on the ilet despite correct sensor code entry and visible readings on the dexcom app. Symptoms included no glucose data populating on the ilet. Outcomes included device replacement after repeated pairing failed alerts and unsuccessful troubleshooting attempts. Investigation included review of ilet alarm history and verification of the sensor code match between the ilet and the dexcom app. Investigation of this case revealed repeated cgm pairing failures on the ilet while the cgm functioned on the dexcom app, indicating a probable ilet communication malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device communication fault.